Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. 11/10/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 11/20/2015 the medtronic representative found that the tracker that attaches to the tactile probe was not tightening down all the way. The medtronic representative was able to seat and secure it with no issues. - no parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that their tactile probe was loose, and did not seat correctly. In trouble-shooting, the medtronic representative visited the site, checked all of the tactile probes and found that they were all functioning normally. No replacement needed at this time. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative reported a different part number was involved with the reported event. Updated device information provided.